Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after an implantable pulse generator (ipg) change out there were the following issues with the right atrial (ra) lead: high impedance, polarity switch, far field r-wave (ffrw) oversensing, thresholds had increased and non capture. The lead was turned off and an atrial lead revision was scheduled. During the procedure no issues were found with the lead. The physician opted to replace the implantable pulse generator (ipg). The lead remains in use. No patient complications have been reported as a result of this event.